Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h4; h6 complaint sample was returned and evaluated against the reported event. Upon visual inspection the device does not show any damage to the outside radius of the device. The locking feature has indentations in multiple locations. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 010000666 g7 pps ltd acet shell 58g lot#: 6861893 catalog#: 010000937 g7 hi-wall e1 liner 36mm g lot#: 6854147 report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip replacement procedure, after many attempts, the liner would not lock into the shell. An alternate liner was used to complete the procedure. No adverse consequences reported. Attempts have been made and additional information on the reported event is unavailable at this time.